Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that blood glucose levels had increased to nearly 400 mg/dl and that the device had not been delivering insulin for approximately five hours per the algorithm steps. The patient reported receiving an insulin occlusion alert but did not understand its meaning. The patient indicated they were using a teflon infusion set and that the device tubing had become bent and kinked while being carried in a pocket. The patient was guided through the fill tubing process, which confirmed that insulin was flowing properly, and the tubing was reconnected to the infusion site. After continued discussion, the patient reported that blood glucose levels had decreased by approximately 15 mg/dl and that algorithm steps confirmed insulin delivery had resumed. The patient was advised to continue monitoring blood glucose levels to ensure they continued to decline and acknowledged that the device appeared to be functioning properly, with no further assistance needed. The patient reported that blood glucose levels were affected during the event, with a highest reported level near 400 mg/dl and levels outside the target range for approximately four hours. No backup therapy, ketone testing, recent steroid use, professional medical intervention, additional assistance, or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.